Event description:
S/n (B)(4) - per (B)(4)) - the chair is not turning properly and after working with tech services it was determined that the fork stem bearings need to be replaced, however, this part is not available as a replacement. However, this part is not available as a replacement part. Chair is under warranty. Replacing whole chair due to part under warranty not being available.